Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown h4. Device manufacture date: unknown lot number was not reported; however, potential lot numbers were provided. The information for those numbers are as follows: d4. Medical device lot #: 4319904 d4. Unique identifier (UDI) #: (B)(4). D4. Medical device expiration date: 31-jul-2025 h4. Device manufacture date: 14-nov-2024. D4. Medical device lot #: 4340781 d4. Unique identifier (UDI) #: (B)(4). D4. Medical device expiration date: 31-aug-2025 h4. Device manufacture date: 05-dec-2024. D4. Medical device lot #: 4340783 d4. Unique identifier (UDI) #: (B)(4). D4. Medical device expiration date: 31-aug2025 h4. Device manufacture date: 05-dec-2024 investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. However, the suspected lot numbers were reviewed for complaint history and device history record (DHR) review: based on a review of the device history record for the suspected lots, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The complaint history review was completed and no trend was identified from the suspected lot numbers this complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported during a study using bd vacutainer® 9nc 0.109m 2.7 ml, an unspecified number of tubes were underfilled. There was no health impact or consequences reported.